Manufacturer narrative:
The pod was received fully deployed. A tear was observed in the right side of the exposed soft cannula. A leak was observed due to this tear. The start of the external tear measured approximately 0.749 inches from the nailhead and the end of the external tear measured approximately 0.802 inches from the nailhead. The timing and cause of this damage is unknown. The pod data indicated there was no struggle to deliver insulin. It could not be determined if the damaged cannula contributed to the reported failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to >250 mg/dl at the time of the event. The pod was worn between 4 and 24 hours on their abdomen. An investigation of the device confirmed that there was a tear in the cannula. Treatment information was not provided.